Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the abbott diabetes care (adc) device detached prematurely. The caregiver obtained an unspecified glucose reading and treated the customer with lantus insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: h10: updated DHR investigation verbiage to reflect that the aforementioned investigation was limited to a review of the libre sensor kit.

Event description:
A caregiver reported that the abbott diabetes care (adc) device detached prematurely. The caregiver obtained an unspecified glucose reading and treated the customer with lantus insulin (dose unknown). There was no report of death or permanent injury associated with this event.